Event description:
It was reported that the tip of the unit fell into the pt. It was further reported that the procedure was delayed for about a minute to retrieve the tip. Further, the procedure was completed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.